Event description:
Pt was shopping with spouse when device alarm went off due to over sensing. Pt hospitalized at hosp for laser lead extraction and implanted with new lead. Device had been interrogated which shows oversensing, lead impedance greater than 2000 ohms. Pt scheduled to be discharged today.